Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the residual battery longevity of the subject pacemaker was of 2 years and 2 months (minimum 18 months). This means that the total battery longevity of the device will be of 7 years and 11 months maximum and 7 years and 3 months minimum. The physician considered this total battery longevity to be lower than expected with the parameters programming set for this device. Preliminary analysis of the provided files showed normal battery depletion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the residual battery longevity of the subject pacemaker was of 2 years and 2 months (minimum 18 months). This means that the total battery longevity of the device will be of 7 years and 11 months maximum and 7 years and 3 months minimum. The physician considered this total battery longevity to be lower than expected with the parameters programming set for this device. Preliminary analysis of the provided files showed normal battery depletion.